Manufacturer narrative:
Preliminary investigation: at this time, per the hospital policy, the complaint device is being retained by the hospital's risk management. Also, the customer indicated that no images of the complaint procedure/product can be provided according to their hospital policy. At this time, we are working with the facility to send a representative on site to examine the device. Investigation of this complaint included a clinical/medical assessment, document review, and device failure analysis with consideration of design, manufacturing, and user failure modes that could have contributed to this event. By customer report, the patient had a tortuous anatomy, which could have been a contributing factor in this event. Additionally, the customer reported that no devices had been inserted into the lumen of the sheath during removal. Of note, the IFU states under warnings: ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage.¿ the step-by-step instructions within the IFU also state that the dilator should be inserted prior to sheath removal and that the dilator and sheath should be removed as a unit. A review of manufacturing documentation (i.e manufacturing instructions, drawings, quality control instructions, and device history records) was performed to ensure there are adequate controls in place to prevent this failure mode. According to the device history record, there were no manufacturing nonconformance associated to the complaint product lot. A search for similar complaints on the complaint product lot revealed this to be the only complaint. A device failure analysis is in process. Unused product from the same lot remaining in cook inventory has been requested for investigation and cook is working with the user facility to send a representative on site to complete an evaluation of the complaint device.

Event description:
(B)(4). It was reported, during an angiogram with possible intervention, the physician had significant resistance when advancing the flexor raabe guiding sheath over the glide wire. Reportedly the patient's anatomy was tortuous. The sheath was removed and the distal tip of the sheath had torn off and was retained in the brachial artery. It is unclear at what point the separation occurred, as the separation was noted when the product was removed. An attempt was made at snaring the retained fragment but was unsuccessful. The patient was taken to the or for removal. Per additional information received 03/03/2017, the reported device will be retained by the user facility and not released. Photographic images of the device are not available as well. During a follow-up call on friday, (B)(6) 2017, the customer reported that the access point was the left brachial artery and that the patient had a tortuous anatomy, and that no devices (including the recommended dilator) had been inserted in the lumen of the sheath prior to or during removal. Per the instructions for use (IFU): the IFU, t_intro_rev2, includes the following warning, ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." In addition, the sheath removal instructions provided in the IFU instruct the user to insert the dilator prior to removal of the sheath, and to remove the sheath/dilator as a single unit.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: cook requested the customer provide the device in question to aid in the investigation of this report. The customer advised the product will not be returned as it is hospital policy that in such cases as this the product is retained by risk management and not released. It is also hospital policy that no images are to be provided in such cases. Numerous requests were also made to view the device in question at the customer site but cook did not receive approval to do so from the customer. Six representative devices from the supplier were requested from the same raw material lot # as that of the complaint device to assist with this investigation. The devices were tensile tested to failure. The returned devices were pull tested and all devices passed the minimum pull strength prior to failure of the joints. The customer reported that the patient's anatomy was tortuous. It is possible that patient anatomy was a contributing factor. The customer was unable to verify at what point in the procedure the separation occurred, but did indicate that the separation was noted upon removal of the device. The customer also stated that at the time of the removal of the device there was nothing in the lumen of the device. The IFU contains the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The lack of use of the dilator at the withdrawal of the device may have also contributed to the noted failure. A clinical/medical assessment was performed. Based on the available information it is not clear if the leading cause to this event might be associated with a pre-existing patient condition (eventual blood vessels calcification and/or tortuosity), the medical procedure, or an eventual malfunction of the device. This clinical review will have to be re-evaluated if more information will become available. Based on the available information and the results of the investigation, a definitive root cause to the reported event could not be conclusively determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Cook will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is under investigation.

Event description:
(B)(4). It was reported, during an angiogram with possible intervention, the physician had significant resistance when advancing the flexor raabe guiding sheath over the glide wire. Reportedly the patient's anatomy was tortuous. The sheath was removed and the distal tip of the sheath had torn off and was retained in the brachial artery. It is unclear at what point the separation occurred, as the separation was noted when the product was removed. An attempt was made at snaring the retained fragment but was unsuccessful. The patient was taken to the or for removal. Per additional information received 03/03/2017, the reported device will be retained by the user facility and not released. Photographic images of the device are not available as well.